Event description:
Elderly female with recent history of chest pain with exertion. Procedure: percutaneous intervention prox. Lad (left anterior descending artery) rotational atherectomy, stent placement and iinert. Ivus (intravascular ultrasound) balloon angioplasty. Wire would not come back out due to a burr; system removed and replace without further issues. No known harm to patient. Manufacturer response for catheter, coronary, atherectomy, rotapro¿ (per site reporter) will obtain.